Event description:
The patient was seen by her managing hcp (health care professional) in 2008. The event logs indicated that a pump motor stall had occurred one month prior, and a 'stopped pump period may exceed tube set' message occurred two days later. The report indicated that the patient had an MRI (magnetic resonance imaging) on the original date, and six days later. The pump function was not checked following either MRI. According to the event log it appeared that the interrogation and reprogramming the following month, reset the logs and the pump motor stall recovered. The hcp stopped the pump as it was felt that the pump's internal tubing had been compromised. The patient was sent to the ER. A rotor study was done the next day. This did not show any abnormalities. The pump was reprogrammed and the patient was discharged. The pump was used to deliver baclofen 2000mcg/ml. The rate of infusion was decreased from 185.2mcg/day to 100mcg/day. The patient reportedly experienced symptoms of withdrawal following the MRI; specific symptoms were not provided. In the same month, the dose was titrated up to 135mcg/day and the plan was to continue titrating the dose up. Additional info has been requested, a follow-up report will be sent if additional info becomes available.